Event description:
This report is based on information provided by Remote Service Engineer RSE and has been investigated by the Philips Complaint Handling Team. Philips received a complaint on the Tempus Pro indicating that upon start-up of the device, it remains stuck on the auto-test screen. There was no report of actual harm reported with this complaint.

Event description:
IT WAS REPORTED AT THE START-UP OF THE DEVICE, IT REMAINS STUCK ON THE AUTO-TEST SCREEN. THE DEVICE WAS REPORTED TO BE IN USE, THERE WAS NO ADVERSE EVENT REPORTED.

Manufacturer narrative:
UPDATED HEALTH IMPACT CODE.